Event description:
It was reported that the 17 inch ext w/.2 fltr & vlv port leaked while infusing nivolumab. The following information was provided by the initial reporter: "we had a filter leak this week." "It leaked while infusing nivolumab. ¿immunotherapy."

Manufacturer narrative:
H.6. Investigation: one used extension set, model 20028e, was received by the customer for investigation. The set was visually inspected and no defects were observed. The set was functionally tested and fluid leaked out from the upper filter vent. The customer's complaint of a filter leak was verified. The lot # is unknown but a DHR was run for potential lots: a device history record review for model 20028e lot number 21029901 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20028e lot number 20129519 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Probable identified cause for vent leakage is clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 17 inch ext w/.2 fltr & vlv port leaked while infusing nivolumab. The following information was provided by the initial reporter: "we had a filter leak this week." "It leaked while infusing nivolumab. Immunotherapy."